Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that center button and right arrow was unresponsive. Customer stated that numbers was not ramping on their own. Customer stated that the scroll bar was not moving with no input. Customer stated that the buttons was responding now. Customer also stated that it did not work again. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.